Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately one week post implant, the impedance measurement of this lead was not as expected based on measurements obtained during implant. The physician assessed the lead was faulty and elected to replaced the lead. No return of product is expected, as the lead was surgically abandoned. No resulting adverse effects were reported, prior too, nor during the revision procedure.